Event description:
According to the reporter, during a trochanteric fixation nail (tfn) procedure, either insertion handle or aiming arm is not lining up correctly. Surgeon missed the distal hole on the jig several times before hitting the hole. The aiming arm was missing on distal interlock, the screw was put in freehand distally. Procedure was completed with no harm to patient. Procedure was extended approximately 30 minutes. This is 2 of 2 reports for event# (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development event evaluation -during this evaluation, the returned devices (insertion handle and aiming arm) were assembled with known good mating instruments and implants to complete the insertion construct in order to evaluate the alignment of the returned devices. The construct assembled and the helical blade aligned and passed through the tfn as intended. There were no alignment issues experienced during this evaluation, therefore, the complaint condition could not be replicated. The complaint condition could not be replicated during this evaluation. The design is adequate for its intended use and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 6/8/2012.